Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; g3; h2; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined; however, an unknown competitor head was used with a zimmer biomet liner. As per instructions for use, compatibility states - due to the acquisition of pre-existing product lines, zimmer biomet or its affiliates has initiated a testing program to evaluate the compatibility of these devices with implants and components made or distributed by all zimmer biomet or its affiliates, which include zimmer gmbh (previously centerpulse orthopedics ltd.), zimmer trabecular metal technology, inc. (Previously implex corp.), zimmer u.k. Ltd., zimmer austin, inc. (Previously centerpulse orthopedics, inc.) And biomet orthopedic companies. Only authorized combinations should be used. It is unknown if this caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip revision approximately 1-year post implantation due to dislocation. During the procedure, the trilogy liner and competitor¿s head were replaced. No additional information available for the reported event.

Manufacturer narrative:
(B)(4). G2: australia. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.